Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2020-00421.

Event description:
This is 1 of 2 reports. A customer reported that the transitional of the a2101 mayfield ultra base unit was stuck in the handle. There was no patient involvement and no surgery delay.

Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield base unit was returned for evaluation: device history record (DHR) - no record found. The device exceeds its excpected life of seven (7) years (manufactured in 2011). Failure analysis - the 6in transitional is unable to be inserted due to the handle being out of round. Unit received with the base handle closed without 6in transitional installed and deformed hole. Adjustment wrench has worn threads. The 6in transitional dongle has gouges taken out of it. The reported compliant was confirmed from the evaluation. The observed condition is likely caused by improperly handling of the device. The definite root cause cannot be reliably determined.